Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the inspection, the service center identified error codes: error code 53 (err_comp_log_sem_timeout) a continue error level, caused by a failed pca component. Error code 130 (err_task_wdog_timeout) a reboot error level, also due to a failed pca component. Error code 191 (err_als_bist) a continue error level due to a failed pca component. Error code 200 (err_rtos_abort_error) a stop error level, resulting from a failed pca component. No evidence of foam particles or degradation was found. The device was scrapped at this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h coding in this report.